Event description:
Procedure: laparoscopy. According to the reporter: the instrument broke on the top. Another device was used. The pt needed a re-operation to find the piece that broke off. Current pt status is ok.

Manufacturer narrative:
(B) (4). (B) (4).